Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, post-sensed t wave oversensing on the ventricular channel was observed via stored egm. The patient received inappropriate hv therapy due to the oversensing. The device had reached eri, but the patient elected not to replace the device due to having cancer. The device was programmed off. Patient was fine after the event.